Event description:
It was reported by the affiliate that the (1) tlc75 and several reloads were used during a colectomy procedure. It was reported that the original cartridge came preloaded in the gun and fired correctly. On reload number 1 the staples fell out of the reload, and the device was not fired. Reload number 2 went part way and then stopped. The surgeon had to resect the partial staple line and then handsew and anastomosis as the margins were insufficient to fire another device. The or time was extended by 45 mins. The patient had to have more bowel removed. 02/17/2000: it was reported by the affiliate the pt's condition is satisfactory. The only problem was the extra time in the or.